Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. .

Event description:
During pre-check for smr the controller was connected to both power sources and to the motor fixture. Vad stop alarm appeared, connect dl cable. Monitor displayed vad off. It was not possible to start manually via the monitor. There was no effect to the patient.

Manufacturer narrative:
Software maintenance release (smr) analysis- controller con190475 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of being unable to start and run the motor fixture. Supplemental testing identified that the pump motor controller (pmc) was unable to generate the proper modulated pulse to start the motor fixture as intended. This failure was most likely is due to erroneous operation of pmc. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event may be attributed to an erroneous operation of the pmc. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.